Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The caller successfully completed instructions to remove the cartridge, deliver a bolus, and reload the original cartridge, resolving the issue and allowing them to resume insulin therapy.